Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The device needle button was not activated. The needle button locked down successfully. The lifted needle button was likely caused by the needle button cover being pulled off in an angle. The device passed the needle mechanism test. The device appears to have functioned as expected.

Event description:
The patient reported that he had two vgos where the needle button released on its own. The patient stated he was just sitting down watching tv when he noticed the needle button had released both times. The patient stated he had not hit the needle release button in error.